Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor and performed continuity resistance test and sensor failed test. Unable to confirm adhesive anomaly on the opened/used sensor.

Event description:
Customer reported via phone call to have experienced blood glucose versus sensor glucose differences with threshold suspend and that the sensor is not reading accurately. Customer also indicated that calibration errors have been received during normal use. The customer indicated that the sensor glucose was 74 mg/dl and blood glucose was 171 mg/dl. Troubleshooting found that the sensor was bent upon removal and further troubleshooting was declined by customer and only wanted new sensors. Customer was advised that the device would be replaced and to return the sensor for analysis.

Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor and performed continuity resistance test and sensor failed test. Unable to confirm adhesive anomaly on the opened/used sensor.